Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that when nurse pulled the accucath ace out of the patient the whole guidewire wasn't intact leaving him to believe that some of the guidewire was left in the patient. They send the patient to x-ray and CT and they haven't been able to locate the guidewire. He said that he felt resistance at first, no longer felt it as he continued to advance and when he pulled the device out he noticed the whole guidewire wasn't intact.